Manufacturer narrative:
The investigation for the reported ventricular fibrillation (vf) and access site bleed has been completed. The impella device was not returned for evaluation. However, clinical details were sufficient to determine the root cause. The root cause of the access site bleeding issue was most likely use related, as bleeding was subsided by sheath re-suture as per the clinical description. The root cause of vf could not be determined as the device was not returned nor sufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and 4643 apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 63-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that during insertion the patient was defibrillated many times to return to normal sinus. The pump was successfully placed, and support initiated. The patient's access site however was bleeding which prompted removal of anticoagulation therapy, femostop placement, and light pressure. The patient was reported as stable.